Manufacturer narrative:
Other relevant device(s) are: micra ; model #: mc1vr01-delsys/ expiration date: 14-jan-2023/ serial#: (B)(4), UDI #: (B)(4) , device available for evaluation: no, mfg date: 19-july-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, tamponade and pericardial effusion during implant of a leadless implantable pulse generator (ipg). It was reported that the perforation was caused by delivery of the leadless ipg. During the implant procedure, the leadless ipg was deployed a total of three times. Surgical intervention was required as a result of the perforation. It was reported that the patient expired on the same day as the implant procedure. The cause of death was reported as being a result of perforation caused from implantation of the leadless ipg. The leadless ipg remains in the patient.